Event description:
It was reported the pt experienced a loss of therapeutic effect and stimulation in the wrong location. It was stated the pt's device showed impedances of >40,000 ohms. Troubleshooting was suggested, but no pt outcome was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).